Event description:
It was reported to boston scientific corporation that a sensation short throw snare was to be used during an unknown procedure performed on (B)(6) 2025. During preparation and outside the patient, the hospital inspected the goods and discovered foreign bodies inside the sterile packaging. Although the objects were not clearly visible, they were suspected to be metal wires. The procedure was not performed due to another reason. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device. Block h11: the returned sensation short throw was analyzed, and a visual and microscope inspection found a foreign material inside of the pouch. A photo is attached where the foreign material can be observed. No other issues with the device were observed in the photo. The reported event of device foreign material present in device was confirmed. Investigation found that a foreign material inside of the pouch. An investigation to address this issue is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was to be used during an unknown procedure performed on (B)(6), 2025. During preparation and outside the patient, the hospital inspected the goods and discovered foreign bodies inside the sterile packaging. Although the objects were not clearly visible, they were suspected to be metal wires. The procedure was not performed due to another reason. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.